Manufacturer narrative:
H10: internal complaint reference: (B)(4).. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. The suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The needle overmold assembly was severely bent. The actuator tip was near the top of the deployment channel. The actuator tip was stuck at the top of the deployment channel. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the fast-fix t1 and t2 deployed at the same time. The procedure was successfully completed using a back-up device. It is unknown if there was significant delay. No other complications were reported. During investigation it was found that the needle was bent.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix t1 and t2 deployed at the same time. The procedure was successfully completed using a back-up device. It is unknown if there was significant delay. No other complications were reported.